Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The physician intended to use a resolute onyx drug eluting stent to treat a mildly tortuous, mildly calcified lesion in the mid lad. There was no damage noted to the packaging. There were no issues noted when removing the device from the hoop. The device was inspected with no issues. Negative prep was performed with no issues. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Resistance was not encountered when advancing the device. Excessive force was not used. It is reported that the stent failed to cross the lesion and during removal stent dislodgement occurred inside the guide catheter. The inflation device remained on neutral pressure during delivery of the device. No intervention was required to remove the dislodged stent from the patient. The procedure was completed using a euphora balloon catheter and a non-mdt stent. No patient injury is reported.

Manufacturer narrative:
Evaluation summary: the stent was not present on the balloon and did not return for analysis. Crimp impressions were visible on the exposed balloon surface. The balloon folds remained intact. Deformation was evident to the distal tip, tip appeared torn and uneven. If information is provided in the future, a supplemental report will be issued.